Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Per the clinical data provided, the cause of the positioning issue was use related due to improper technique as the pump pulled back to aorta and unable to reinserted back.

Event description:
The user facility reported a 68-year-old male noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during repositioning of an implanted impella cp pump, the device was pulled back into the aorta. Multiple attempts to re-cross the valve was unsuccessful, and the decision was made to replace the pump. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.